Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Stem cracked under shoulder so it had to be revised right side, posterior approach.

Manufacturer narrative:
Reported event an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed by clinician review and evaluation of the returned device. Method & results -product evaluation and results: the stem failed in fatigue initiating on the corner of the posterior and lateral surfaces and propagating radially. A continuous metal transfer ring was observed at the proximal end of the taper, indicating proper seating between the head taper and stem trunnion. Eds showed that the stem alloy was consistent with the material callout on the drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined for the stem. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "2 undated ap x-rays of right hip labelled "r - supine" demonstrate a cemented right tha - reduced - with a transverse fracture of the mid stem with varus displacement of the proximal fragment. No clinical or pmh, no patient demographics, no op reports, no examination of explanted components. The x-rays confirm the event description, but insufficient data is present to create a medical report for this case." -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported the exeter stem was cracked. Clinician review of the provided medical records confirmed the reported event. Evaluation of the returned devices indicate that the stem failed in fatigue initiating on the corner of the posterior and lateral surfaces and propagating radially. A continuous metal transfer ring was observed at the proximal end of the taper, indicating proper seating between the head taper and stem trunnion. Eds showed that the stem alloy was consistent with the material callout on the drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined for the stem. The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or patient medical history (pmh), patient demographics and operation reports are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Stem cracked under shoulder so it had to be revised right side, posterior approach.